Event description:
It was reported to vyaire medical that user interface module buttons not working and alarm sounder not working during use on a patient on the avea ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced user interface module assembly. All work performed in accordance with avea service manual. Performed extended self test and performance check, all passed. Unit is operational and meets manufacturer specifications. ". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.